Manufacturer narrative:
It was reported that the ventilator failed pre-use check. There was no patient involvement. No part was returned. A third party source performed the repair in which a printed circuit board was reported to be replaced. The hospital hasn't provided any further information despite requests. The complaint is closed due to lack of information. H3 other text : 4114

Event description:
Manufacturer ref.#: 222156.

Event description:
It was reported that the ventilator failed the pre-use check. There was no patient involvement.